Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
When trying to deflate catheter balloon only a few drops came out, when trying to remove the catheter, it was noted that the balloon had at some point burst. The catheter had remained in the patient just until the nurse removed the catheter, there was fortunately no clinical consequences to the patient and as only a few drops came out of the balloon it seems that the balloon had already deflated. When it burst it just torn the balloon no fragments came off - nothing remained in the patient.